Manufacturer narrative:
A 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-1540. It was reported the pt is not receiving stimulation and is not able to communicate with or charge her ipg. The pt reported she was not satisfied with her scs system and inquired about removing it or replacing her ipg. The pt last charged her ipg three months ago. An sjm representative met with the pt and confirmed the issue.